Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopy procedure, the device had a loading issue, it won¿t shoot and was blocked. The device was unable to fire and unable to squeeze the handle. They changed the reload to complete the case and resolve the issue. The patient was alive with no injury.